Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the spco readings are lower then it should be. The spco reading values were 1% while it should be 10% and over due to carbon monoxide poisoning.